Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that when the representative interrogated the patient's generator, the battery was seen at 75-100%; however, when the physician interrogated the generator, the battery was seen at 8-15%. Tablet data was received and reviewed. The patient's device was prophylactically explanted. The facility does not have any pathology for the patient's suspect device. No additional relevant information has been received to date.

Event description:
From the previously reported internal data, it was also seen that the device last reset on the day after surgery. In the logs tab, the lowest voltage was around 1.93v and also happened the day after surgery. These data points are consistent with an asic latch-up condition that most likely occurred as part of implantation surgery.

Manufacturer narrative:
B5, describe event or problem, corrected data: initial report inadvertently submitted without additional known parameters. H6, adverse event problem codes, corrected data: initial report inadvertently submitted without matching medical device problem code, investigation findings code, and investigation conclusions code.